Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Additional information obtained noted the lead was returned after the patient's death. The death is reported to be unrelated to the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary evaluation summary: (B)(4) the proximal segment of the device was returned, analyzed and analysis revealed the outer insulation had breached depression, there was blood/body fluid on all conductors, the inner tubing was kinked/buckled, the inner insulation was pulled apart (overstress) and the outer insulation had cosmetic depression. Concomitant product: addr01 implantable pulse generator (B)(6) 2011.